Manufacturer narrative:
The event date is unknown. Concomitant medical products: other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 30-nov-2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was scheduled for cardiac implant device - iud and the rep was called to attend the case to test the bilateral deep brain stimulation (dbs) sc's to ensure there was no emi interferences to iud. In pre-op interrogation of the left sc, there was high impedance at all 4 contact in monopolar settings tested at around 4100 ohms. All bipolar pairs impedances were okay and in range. The right sc had no issues. The patient's device was off and was in a monopolar setting when the physician stated they thought they had put the patient in the bipolar group/setting. The patient may have changed it as they felt it was more effective for symptom control. The patient mentioned they currently felt medications were working better for their symptom control. The patient and their wife reported they were aware of the impedance issue and mentioned having lead/extension replaced in the past. It is unknown what caused the issue on the left implants. They did not see the therapy helping. It was noticed they were on a monopolar active setting as well, which may be the issue. Both scs were tested in bipolar settings and as needed to minimize iud interference up to 7v to allow for future programming ranges on the dbs without concern of interference to the iud. No problems were found. Due to the monopolar issues even at 3v test stimulation for impedances, the patient was put in bipolar settings (with okay from physician) to avoid impedance issue. The patient still has ranges to turn stimulation up or down as needed for efficacy. Tremor control was their most troubling symptom. The patient's wife was advised of all this in recovery and told to follow-up with their physician or call rep if assistance is needed with use of the patient programmer (pp). The patient will follow up with their physician in a few weeks for any programming needs. Both devices were checked to be turned on after iud implanted. The issue was resolved.